Event description:
One pt with discrepant troponin t results. Initial result gave 0.068 ng/ml; repeated three times giving 0.163, 0.158, and 0.159 ng/ml respectively. Erroneous result was not reported. The field svc rep was unable to determine root cause. Performance tests were performed.